Event description:
It was reported that lateral side of the insert could not be fit with tibial tray. There were no cement and no patient's soft tissue on the tray. The surgeon removed the insert from the tibial tray and could insert spare insert with same condition and same tibial tray.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a triathlon x3 insert cr#1 9mm was reported. The event was confirmed. Visual inspection of the returned device indicated that the insert is damaged around the retention wire slot which can be attributed to implantation and explantation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A chr indicated that there have not been any other events for the specified lot. The investigation concluded that the difficulty to assemble the triathlon insert and baseplate was most likely user related. The surgical protocol states the posterior lip of the tibial insert must fit beneath the lip on the posterior primary tibial baseplate wall. Attach the tibial insert impactor to the impaction handle and impact to snap the insert in place anteriorly. The tibial insert is fully seated once the locking wire locks under the barbs on the anterior/ interior surface of the primary tibial baseplate wall. The tibial insert was returned severely damaged, which is consistent with malposition of the insert during insertion and then explantation of the device. This type of damage is consistent with a user related event.

Event description:
It was reported that lateral side of the insert could not be fit with tibial tray. There were no cement and no patient's soft tissue on the tray. The surgeon removed the insert from the tibial tray and could insert spare insert with same condition and same tibial tray. The surgeon needs the quick investigation result.